Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low chloride (cl) and high sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The initial sample was repeated and higher result for the cl and lower result for the na were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc result pre and post the event was within lab-established ranges. A bci field service engineer (fse) discovered get in the mc sample probe, eic cup and wash collar. Fse replaced the mc sample probe, wash collar, eic quad and spacer.